Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 into the patient's eye and noticed the lens tore at the haptic junction. The surgeon enlarged the incision minimally to remove and replace the lens with another model lens. No suture required.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows that a portion of the lens and a haptic is torn off and another protion of the optic is torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.